Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. Blood glucose levels were not adversely impacted by the incident. The pump issue resolved on its own, and no shutdown or inability to turn on occurred. Although the caller used a non-tandem wall adapter, tandem provided a replacement wall adapter to prevent future occurrences, acknowledging the caller¿s understanding of the recommended charging practices.